Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female patient post cardiotomy cardiogenic shock/low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 placement was aborted due to patient¿s severe vessel calcification. An impella cp was placed instead. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through due to severe calcification of the vessel as per the clinical description provided.